Manufacturer narrative:
The implant was not intact as-received. The endplates were separated, and the sheath and core were present, along with the bulk of the fiber attached to both the endplates. A review of the lot history records for this device did not reveal any relevant non-conformances to device specification. No microbiology or pathology reports were provided. Infection was suspected and samples were taken from the anterior neck and from within the disc space. No evidence of staining but some softening of bone was observed and end plate changes evident in situ and in imaging. The provided information indicated that the device may not have been implanted properly; however, the images from which this conclusion was drawn were not available, as only one post-operative flexion image was provided. Medical advisor reviewed the imaged available and noted some displacement between endplates, likely supporting the information the device may not have been implanted properly. However, without further imaging, this could not be confirmed. The cause of failure for this procedure was unclear. This device was removed approximately two years after implantation. Some in vivo damage to the sheath, fiber construct, and core were observed; however, the core was present between the endplates at the time of removal. The provided information indicated that inflammation was present, but with no tissue samples or lab results, it is not clear if infection or an inflammatory response to debris may have been present.

Manufacturer narrative:
A review of the device history records for this device did not reveal any non-conformances. Additional information has been requested.

Event description:
It was reported that the superior endplate looked like it was not sitting posterior enough due to an osteophyte at the inferior posterior edge of c5 on the initial post-op flexion x-ray. Additionally, the front of the implant was sitting proud of the anterior edge of c5. This worsened over time, the patient presented with pain, and the m6-c artificial cervical disc was removed after two years.